Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients ipg would not charge and communicate with the remote. It was also noted that the patient was experiencing loss of stimulation. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.